Event description:
Customer reported receiving a "scan again 10 minutes" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness, however was able to regain consciousness and self-treat. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, receiving a "scan again 10 minutes" message. On the day of applying the adc freestyle libre sensor. And was therefore, unable to obtain scan readings. Customer experienced a loss of consciousness. However, was able to regain consciousness and self-treat. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again 10 minutes" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness, however was able to regain consciousness and self-treat. No further treatment was provided. There was no report of death or permanent injury associated with this event.